Event description:
Customer reportedly obtained results of 300mg/dl and 97mg/dl on the advantage system while a professional system read 120mg/dl within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.